Event description:
It was reported the patient lost stimulation coverage due to lead migration. The sjm representative was unsuccessful migration. The sjm representative was unsuccessful in regaining stimulation coverage by reprogramming. Patient will follow-up on the issues with the physician. Note the patient has two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.